Event description:
It was reported by service report that the siderail would not latch in the top position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - siderail latch, timing link.